Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission with inappropriate therapy delivered by the implantable cardioverter defibrillator. Upon review, the inappropriate therapy was delivered due to supraventricular tachycardia that reached the ventricular fibrillation zone. The therapy successfully returned the rhythm to sinus. Programming changes were discussed. The patient was in stable condition.